Event description:
While using a byte night aligner, a patient reported that their front bottom teeth are loose, and their dds stated they have bone loss and recommended they cease treatment.

Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.